Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected the infusion set tubing from the site and while running a fill tubing, a cartridge alarm 19 was received. The customer changed out the cartridge and the alarms did not reoccur. The customer's blood glucose level was 89 mg/dl.